Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6480, dualwave pump outflow is no longer working. This was discovered during a procedure, with no patient harm. There was no additional information provided. Ts: tried swapping the hoses.

Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.